Event description:
It was reported that during a tka procedure, the articular surface didn't mate with tibia plate although the surgeon checked if there were no cement particles and soft tissues between the implants prior to insertion. As a result, the surgery was completed with another articular surface. The surgeon commented that once the articular surface was removed, he examined the back and found that the medial posterior area was deformed. It is reported that the surgeon suspects the back of the articular surface was deformed prior to use. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 42532006702; lot# 66360710. G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the dovetail feature exhibits damage (compressed / flared out) and the proximal surface exhibits nicks / scratches. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the persona personalized knee system surgical technique under the section - implant components. The root cause is attributed to use error. Complaint is confirmed based on product evaluation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.